Event description:
It was further noted that the health care provider had no further clarifying details pertaining to this event.

Event description:
It was reported that they had refill issues i.e. Difficulty aspiration/filling (specific details not provided). Reporter provided no further information in regards to the device details/drug/patient symptoms and outcome at the time of this report. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).